Event description:
A customer reported that the pump unexpectedly displayed a reset screen; however, it did not need to be plugged into a power source to turn back on. There was no adverse impact on the customer's blood glucose level. Technical support informed the customer that the reset was a built-in safety feature, explained the necessary steps to manage this occurrence, and educated the customer on how to restart the continuous glucose monitoring sessions and reload the cartridge. The customer understood these instructions and successfully resumed insulin therapy.